Event description:
It was reported that during post-use inspection, the cardiosave intra-aortic balloon pump (iabp) unit failed the pneumatic module leak test.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The fse replaced the safety disk. Then, the fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.